Manufacturer narrative:
In a good faith effort (gfe) response received from the customer, it was confirmed that a replacement user interface assembly without nav-ring was received and installed into the device. The customer also confirmed that, following the part replacement, the device was functional and running again.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, the touchscreen issue was stated to be that the entire touchscreen was unresponsive. The customer stated that they temporarily replaced the faulty user interface (ui) assembly installed in the ventilator with a known good working ui assembly from another device, and the issue was seen to have resolved. Replacement of the ui assembly w/out navigation ring was stated to be pending delivery of the part, and the device remains out of service.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was malfunctioning. The device was reported to be outside of use at the time of the reported problem. No patient or user harm was reported. The customer informed the remote service engineer (rse) of the touchscreen issue. In a good faith effort (gfe) response from the customer, it was clarified that the entire touchscreen was unresponsive. The rse advised that the customer order a user interface (ui) assembly w/out navigation ring (nav-ring) to resolve the issue. In the gfe response, the customer confirmed that the replacement ui assembly had been ordered. As a troubleshooting step, the customer stated that a known good working ui assembly from another device was temporarily installed to confirm it would resolve the issue. Until the ordered replacement ui assembly is delivered, the device remains out of service. The investigation is ongoing.